Event description:
It was reported for rigid video laparoscope the image disappeared during the operation and could not get the image back for ten minutes the event occurred during a laparoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupled charged device broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to coupled charged device broken, outer tube has a dent and deformed and the protector of the video cable is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.